Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert was received while attempting to charge the pump. The customer experienced difficulty charging the pump despite using multiple cables and power sources. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.